Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse effect to the customer's blood glucose level. The customer was instructed to completed a pump reset to resolve the issue. It was reported that the pump touch screen was missing pixels. Reportedly, customer continued to use the pump for insulin therapy. The customer's blood glucose level was 200 - 240 mg/dl.